Event description:
It was reported that during a routine device changeout, insulation damage was noted on the right ventricular (rv) lead. A fracture was also suspected. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).